Event description:
This is a spontaneous report by a nurse from (B)(6) of a home patient that did not wear a mask and peritonitis coincident with dianeal therapies. On (B)(6) 2013, the patient experienced peritonitis manifested by cloudy drain and abdominal pain. On (B)(6) 2013, the patient was hospitalized for the event. On (B)(6) 2013, the patient was retrained on proper masking technique. On an unreported date, the patient was treated with vancomycin and ciprofloxacin (doses, frequencies, and routes not reported). The home patient is reportedly recovered from the peritonitis. No additional information is available.

Manufacturer narrative:
(B)(4). This complaint for a report of use error - breach in aseptic technique is confirmed, because it was reported that there was a breach in aseptic technique; however, the assignable root cause could not be determined, since we are unsure why the patient had a breach in aseptic technique. A labeling review was completed and determined that the instructions provide sufficient level of detail on preventing use error - breach in aseptic technique. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional information becomes available, a follow up report will be submitted.